Manufacturer narrative:
Patient was hospitalized. Patient suffered myocardial infarction due to stent thrombosis . The investigator assessed the event as probably related to the device and anti-platelet medication. The patient was treated with pci and medication. The event was not completely resolved because after the second procedure, the flow in the distal artery was not completely recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. On the same day, patient suffered myocardial infarction in the target vessel. Investigator and sponsor assessed event as possibly related to the device and not related to the antiplatelet. Patient is recovered.

Manufacturer narrative:
Cec adjudicated that the mi as a q-wave target vessel, 3rd udmi peri-pci. Cec commented re-occlusion of lad and post pci vessel has very poor flow. If information is provided in the future, a supplemental report will be issued.